Event description:
It was reported on 20 april 2026, a 28mm amplatzer amulet left atrial appendage occluder was selected for implant using an amulet steerable delivery sheath. The patient was in sinus rhythm. Transseptal access was inferior bicalva and mid-short axis. The patient's activated clotting time (act) level was greater than 250 seconds. Heparin was administered. The device was implanted. The following day, the patient presented to the hospital with syncope and weakness. The patient was discovered with a circumferential pericardial effusion in the right and left ventricles under transesophageal echocardiography (tee). A pericardiocentesis was performed with 550cc of fluid drained, which resolved the effusion. The patient status was stable. The user believed the occluder caused the pericardial effusion.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.